Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer initiated the fill cannula sequence with an incorrect insulin amount of 0.7 units (u), instead of the correct amount of 0.5u. There was no reported adverse impact to the customer. Reportedly, the customer stopped the fill cannula sequence after 0.36u had been primed, and was able to administer the remaining .14u of insulin (for a total of 0.5u) via the bolus feature. The customer was informed that 0.5u is the correct fill cannula amount for the infusion set in use, and was instructed to edit the fill cannula setting.